Manufacturer narrative:
The customer's reported complaint description of probe tip fractured and detached cannot be confirmed. No probe complaint sample was returned for evaluation. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the instructions for use, item number {16600972-01} which is supplied to the user with the solero applicators contains the following statements: "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator. Reference (B)(4).

Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A distributor reported an end user experienced an issue when using a 14 cm solero applicator. The applicator was successfully tested prior to percutaneous insertion. There was no resistance or difficulty when inserting the applicator. No other adjunct tools were used during the procedure. The applicator was positioned and the unit was set for 140 w@4 minutes. Ablation was performed with no notable issues and no error codes. On a follow up CT scan, 2 days post procedure, it was noted the tip had detached inside of the patient's liver within the ablation zone, measuring 17 mm. It was determined that the tip should not affect the patient's health long term due to the position of it in the liver ablation zone. The physician has been using solero product for greater than 5 years. The ablation size was approximately 3 cm.